Event description:
It was reported that there was a broken implant. Implant is on patient`s hands, it`s sterilized. Tooth site # 30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k013227.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned for investigation. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using the item # (tsvb11), lot # (63322075), and associated IFU/rmf files. Functional testing could not be performed since the product was not returned. Pre-existing conditions noted on the per were unknown bone density. The reported device had been placed on tooth #46 (fdi) for approximately 5 years. Picture or x-ray evidence not provided. Appropriate documentation was reviewed. DHR review for the lot (63322075) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63322075) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.